Event description:
The user facility reported that during an unspecified procedure, the tip of two electrodes broke shortly after using it. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that during a therapeutic transurethral resection of prostate (turp) procedure, the tip of the electrode broke in the first two electrodes used during the procedure. The procedure was said to have been completed using a third electrode. The user facility reported that no device fragments fell into the pt. There was no pt injury reported. The user facility returned two electrodes to olympus for eval. The eval confirmed the user's report of a broken tip on both electrodes. The loop wire on both of the electrodes were detached from the yellow protector sheath. There was evidence of discoloration, thermal damage, and deformation of the loop wires. The electrodes were forwarded to the original equipment MFR for further investigation. The cause of the reported phenomenon could not be conclusively determined. If add'l and significant info is rec'd at a later tim this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to account for the additional device as referenced in the original report. Please cross reference MFR. Report number: 2951238-2016-00208.